Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the imagery provided revealed during valve deployment, the contrast did not evenly distribute in the inflation balloon. During full inflation it can be noted that the inflation balloon and valve do not fully deploy. Review of the patient 3mensio revealed the anatomy was extremely tortuous at the thoracoabdominal aorta and that the native aortic valve was a type 1 bicuspid with mild/moderate calcification. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints for the associated complaint codes. Complaint history review from october 2019 to september 2020 for the commander delivery system (all models and sizes) revealed other similar complaints for eh associated complaint codes. Available information suggests patient and/or procedural factors, in addition to a potential manufacturing defect may have contributed to the incorrect balloon shape. Slow inflation/deflation of the device is a result of the incorrect balloon shape. A CAPA was previously initiated to conduct investigation and institute any necessary corrective and/or preventive actions as required regarding the incorrect balloon shape as a result of manufacturing. Of the potential root causes identified, none of them are applicable to the current evaluation. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Do not mishandle the delivery system or use it if the packaging or any components are not sterile, have been opened or are damaged (e.g. Kinked or stretched), or the expiration date has elapsed. Visually inspect all components for damage. Ensure the edwards commander delivery system is fully unflexed and the balloon catheter is fully advanced in the flex catheter. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Unlock inflation device. Initiate rapid ventricular pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure < 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a controlled slow inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Balloon should be fully deflated and un-flexed prior to retraction into sheath. Stop pacing and withdraw the balloon from the native valve. During the manufacturing process the entire delivery system, including the crimp balloon and inflation balloon, undergoes multiple visual inspections and testing. The inflation balloon undergoes 100% inspection for single wall thickness and visual defects. The crimp balloon undergoes multiple 100% dimensional and visual inspections. The crimp balloon to inflation balloon laser bond and balloon catheter laser bond prep also undergo 100% visual inspections. During final inspection, 100% distal to proximal visual inspection is performed by manufacturing and quality. The entire device is inspected for damage or missing pieces and the inflation and crimp balloons are inspected. In addition, functional product verification (pv) testing is performed on finished devices under a sampling basis. The balloon inflation/deflation time and balloon inflation pressure are tested. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. No failures occurred during product verification testing and the lot was released. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed through the review of the imagery provided. The second complaint was not able to be confirmed since the device was not returned. Since the device was not returned, engineering is unable to determine a non-conformance. However, investigation complaint history, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. As reported, ¿during deployment of a 26mm sapien 3 ultra valve, air was noticed during the initial part of the deployment¿. Post procedure, it was noted that the delivery system stopcock was loose. If the stopcock had been loosened or not properly secured during the procedure, it is possible for air to be introduced into the system. A replication study, in which a thv was deployed under fluoroscopy, was conducted which included the following scenarios: 1. Proper device preparation, secure stopcock configuration (control group) 2. Proper device preparation, loose stopcock configuration 3. Limited de-airing during device preparation (1 de-airing cycle), secure stopcock configuration 4. No de-airing attempt, secure stopcock configuration when inflating the delivery systems with air in the device (scenarios 2, 3, 4), air can be observed in the balloon under fluoroscopy, like the reported event. Additionally, the diameter of thvs deployed using delivery systems with air in the device was smaller when compared to the control group (e.g. Waist observed on thv). Patient factors such as severe aortic tortuosity and annular constraints may further exacerbate deployment difficulty. Although a definite root cause was not able to be determined, available information suggests that procedural factors (mishandling of the devices/stopcock resulting in introduction of air into system) and patient factors (severe aortic tortuosity, annular constraint) may have contributed to the complaint events. No labeling inadequacies and no manufacturing nonconformance were identified during evaluation. A definite root cause was unable to be determined at this time, but it is possible that procedural factors (mishandling of the devices/stopcock resulting in introduction of air into system) and patient factors (severe aortic tortuosity, annular constraints) contributed to the reported event. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor pra is required at this time. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral tavr procedure, device preparation was carefully performed, and thoroughly de-aired. The delivery system balloon was prepped and handed off at neutral pressure, and the operators did not pull negative prior to deploying. The stopcock and inflation volume were checked before handing off. Prior to the deployment of a 26mm sapien 3 ultra valve, balloon aortic valvuloplasty (bav) was performed. It was noted that the bav ¿watermelon seeded¿. During the deployment of the sapien 3 ultra valve, the valve had a ¿hourglass shape¿ with the possibility of air in the balloon. After full inflation (the other operator had the barrel of the atrion fully evacuated), the valve still did not appear to be fully deployed and still had an hourglass shape. The operator then used a 25 cc syringe to inject 10-15 cc¿s of saline solution into the delivery system. Then a bav was used to post dilate the valve. During the post dilatation, the valve moved supra-annular which then necessitated implanting a second thv. A second 26mm sapien 3 ultra valve was successfully implanted, resolving the pvl. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Following the removal of the delivery system, the device was examined. It was noted that the stopcock was loose. This was believed that the effects of the inflation difficulty may have affected the stopcock, causing it to loosen.